Manufacturer narrative:
No sample was returned for investigation. Visual inspection and simulation test has been conducted on retention sample with same lot number. The result of visual inspection showed no sign of incomplete/missing parts, which considered as pass. Further simulation test showed that during normal working conditions the scope showed no error when used in an et tube. However, when the lubricant is insufficient, the resistance between ascope 4 broncho scope and et tube is increased. Further pulling with excessive force can lead to the rupture of ascope 4 broncho tip. According to product IFU, product should be lubricated before use and excessive force should be avoided when using the product: do not use excessive force when advancing, operating or withdrawing the ascope 4 broncho. Lubricate the insertion cord with medical grade lubricant when the ascope 4 broncho is inserted into the patient. The reported problem is included in the product risk analysis. The risk is concluded to be acceptable. The current report does not result in a change of the risk assessment. This MDR is resubmitted as it was discovered that this MDR has not been successfully loaded into fdas database. The initial reporting to FDA of this case has been done to FDA within the original deadline, however in the wrong file format to support correct upload. This submission represents a reload of data to ensure correct upload to the FDA database.

Event description:
The end of bronchoscope has broken off in ett. The broken end was retrieved. Patient outcome not affected.